Event description:
It was reported that "dr (B)(6) was performing a 2 level acdf using the dynatran plate with avs as cages. All placement events including the avs as cages dynatran plate placement w/ variable self-drilling screws, were performed without incident according to technique. Upon prior to closer, the surgeon attempted to remove the cephalad clip (caudal clip removed w/o incident) and it would not detach from the plate. After repeated efforts w/various instruments (hemostats. Etc) it still remained.

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation. The tab of the dynatran plate is mfg out of implantable titanium, no adverse consequences to the pt are reported.